Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Corrected data: section d.4. - the full UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported " misfire/jamming - staples not firing". Another device was used to complete the procedure. The patient's current status is "unknown".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported " misfire/jamming - staples not firing". Another device was used to complete the procedure. The patient's current status is "unknown".

Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(4) visistat 35r 6/box for investigation. The bottom component of the complaint sample was observed to be positioned incorrectly, allowing the staples to become misaligned. Upon functional testing, the first fire in the air fully formed and released. The first fire in the skin pad correctly formed and released. The second fire in the skin pad released one partially formed staple and one unformed staple at the same time. The next six staples correctly fired in the skin pad. Proper functional inspection could not be continued due to the misalignment of the staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The complaint has been confirmed. A non-conformance was previously initiated to evaluate this issue. Incorrect welding due to incorrect positioning of the bottom component of the cover block was identified as the probable root cause of this issue. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data:

Event description:
It was reported " misfire/jamming - staples not firing". Another device was used to complete the procedure. The patient's current status is "unknown".